Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of inspection results for this serial number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications. Based on the information received, the cause of the reported noise could not be conclusively determined.

Event description:
During a procedure, there was signal noise on all channels. The system was power cycled but the noise remained. The patient was already prepared with sedation and catheter placement when the procedure was cancelled and rescheduled for a later date. There were no adverse consequences to the patient.